Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient underwent hernia repair on (B)(6) 2013. It has been reported, that following the surgery, the patient has experienced mild pain with a definite relationship to the device and the procedure. The incident was not an unanticipated adverse device effect and has since resolved with the use of medication.